Event description:
It was reported that, "it was reported through the attorney for the pt as a result of a legal claim that allegedly the pt received a trident ceramic on ceramic hip system. It was further alleged that, the pt is experiencing "squeaking" from the system."

Manufacturer narrative:
The info in this report was provided by (B) (4). No additional info is available at this time. The devices are not available due to the ongoing litigation.